Manufacturer narrative:
.

Event description:
After an implantation time of about 15 months, oversensing was reported via home monitoring. The device was explanted. There were no adverse patient effects reported.